Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to moderate valvular regurgitation and the patient presented with class 3 congestive heart failure (chf) with a normal left ventricular ejection fraction (lvef). A review was conducted to determine whether another tavr procedure was feasible.

Event description:
Additional information was received that 7 years and 2 months following the valve implant, the valve failure mode was severe aortic stenosis and a second non-medtronic valve (sapien 23mm) was implanted. The patient was reported to be doing well.

Manufacturer narrative:
Updated data: a4 b5 d4 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to moderate valvular regurgitation and the patient presented with class 3 congestive heart failure (chf) with a normal left ventricular ejection fraction (lvef). A review was conducted to determine whether another tavr procedure was feasible. Additional information was received that 7 years and 2 months following the valve implant, the valve failure mode was severe aortic stenosis and a second non-medtronic valve was implanted. The patient was reported to be doing well. Additional information was received that the second valve was implanted valve-in-valve.